Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device was damaged. It was determined that the device would not run and was not working correctly. It was further determined that the device failed pretest for check for immediate stop. It was noted in the service order that the device did not work. It was not reported if the event occurred during surgery; however, it was reported that there were no delays to the surgical procedure and the procedure was completed as intended. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.